Event description:
It was observed during the device evaluation that the gastrointestinal videoscope¿s plastic distal end cover was burned, and the air and water delivery nozzles were corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. It is possible that a high-energy treatment tool (such as high frequency) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.